Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently experienced cartridge fit issues with the pump. During troubleshooting, tandem technical support confirmed that the customer was able to successfully load a cartridge and no cartridge alarms were found in the pump history; however, customer did not acknowledge this information and continued to allege that the pump had cartridge fit issues. The customer's blood glucose (bg) level was 300 mg/dl. The customer reverted to an alternate method of insulin therapy.